Event description:
It was reported that inappropriate therapy due to noise on the rv channel was observed. During explant, noise was not reproducible with pocket manipulation. Lead was explanted.

Manufacturer narrative:
No medwatch form was received.